Event description:
A user reported that their pump's battery would not charge despite efforts to charge it, claiming the battery level dropped significantly overnight. There was no adverse impact on the customer's blood glucose level. Technical support instructed the user to try different wall adapters and outlets without success, leading to the decision to send new charging equipment. The user received instructions on charging the pump and was asked to monitor and document the pump¿s battery status and contact support if issues persisted.